Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad partially worn away. There were contact marks on the surface of the probe and the jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is grasping anything in the grasping section (including after the issue separated), the ptfe pad severely wears. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-00283.

Event description:
During a hepatectomy, 2 subject devices failed. Regarding the first device, after about ten times outputs, the surgeon found that the ptfe pad of the device was separated. Regarding the second device, after about 1 hour of use, he also found that the ptfe pad of the device was separated, too. The procedure was completed another device. There was no pt injury reported without these events. This is a report regarding the second subject device.